Manufacturer narrative:
(B)(4).

Event description:
It was reported to a company representative by the patient's treating physician that a vns patient was deceased. The treating physician did not have any additional details regarding the patient's death. Additional relevant information has not been received to-date.